Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump. It was reported on (B)(6) 2019, the patient had a laminectomy on his spine and the doctor nicked the catheter so they pulled it out, but never turned the pump off. It was noted the patient then had morphine going into his soft tissue. The patient then had the pump turned off since it was not operational. The pump was alarming, so they also turned the alarm off. As of the date of this report, the pump was alarming again and sounded like the critical alarm. The patient would like to meet with a company representative (rep) so they could turn the alarm off. The patient did not have a physician. Patient symptoms were not reported, and the event date was (B)(6) 2019. No further complications were reported.